Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a unilateral sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio carrier broke off inside the patient. The detached carrier was seen left inside the patient through an x-ray, and was unretrievable. Reportedly, one suture was successfully placed in the ligament and the carrier detachment was noticed upon loading another suture on the capio device. The procedure was still completed with this device as the physician wanted to place only one suture in the ligament. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a unilateral sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio carrier broke off inside the patient. The detached carrier was seen left inside the patient through an x-ray, and was unretrievable. Reportedly, one suture was successfully placed in the ligament and the carrier detachment was noticed upon loading another suture on the capio device. The procedure was still completed with this device as the physician wanted to place only one suture in the ligament. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Blocks f10 and h6: problem codes of 2907 and 3165 capture the reportable event of detached carrier remained inside the patient. Block h10: investigation of the returned capio opc device was performed. Visual analysis found that the carrier was broken. The broken section was not returned. Due to the condition of the carrier, the functional test was not performed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information, the investigation concluded that the most probable cause for the failure of carrier detachment is design inadequate for purpose.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a unilateral sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio carrier broke off inside the patient. The detached carrier was seen left inside the patient through an x-ray, and was unretrievable. Reportedly, one suture was successfully placed in the ligament and the carrier detachment was noticed upon loading another suture on the capio device. The procedure was still completed with this device as the physician wanted to place only one suture in the ligament. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Blocks f10 and h6: problem codes of 2907 and 3165 capture the reportable event of detached carrier remained inside the patient. Block h10: investigation of the returned capio opc device was performed. Visual analysis found that the carrier was broken. The broken section was not returned. Due to the condition of the carrier, the functional test was not performed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, based on all gathered information, the investigation concluded that the most probable cause for this complaint is design inadequate for purpose, which indicates that the problems traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken/detachment." That investigation determined that material brittleness is the root cause to the carrier breaking. However, the complaint device was manufactured prior to the implementation of the solution activities. Block h11: correction to h10 device analysis results narrative.